Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening and observed broken on anterior side assessed as smooth opening. (Shell thickness within specification). As per the investigation procedure, particles, non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side "rupture" confirmed with MRI. Device remains implanted.

Event description:
The device has been explanted and replaced.